Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold. The lead was partially explanted and a portion remains implanted. A new lead was implanted. No additional adverse patient effects were reported.